Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported the customer was hospitalized on (B)(6) 2015 for high blood glucose. Customer's blood glucose was 500 mg/dl at the time of admission. The customer stated they were sick the entire week prior to their hospitalization. Customer stated they were unable to retain their fluids, causing them to be hospitalized for high blood glucose and diabetic ketoacidosis. It was also found the customer experienced a heart attack while in the hospital. Customer declined to troubleshoot for their insulin pump. The customer also reported experiencing blood at site. No additional information provided.